Event description:
A hemodialysis user facility has reported that at the end of treatment a blood leak occurred. The leak was visually observed. Estimated blood loss was approximately 240cc¿s. The pt was reported to be stable; there is no other known ill effect to the pt. There is no sample available for eval.

Manufacturer narrative:
The device was not returned to the MFR for physical eval and the failure mode can not be confirmed. However, an investigation of the device mfg records was conducted by the MFR. The batch record review confirmed the labeling, material, and process controls were within specification.